Event description:
It was reported that episodes of non-sustained vt oversensing were observed. The physician suspects that the episodes were caused by lead noise. The lead was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).